Event description:
It was reported that the customer had a blank screen on the insulin pump. Customer was not sure if she received any insulin from the pump. Customer's blood glucose level was 348 mg/dl. Customer reported that she just changed the pump. Customer stated that there were no alarms. Customer was advised to disconnect the infusion set. Call was disconnected. Customer was called back, but did not answer. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.